Event description:
The customer reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer to perform several steps, including disconnecting tubing, tightening the t:lock, delivering a bolus, and removing the cartridge, although no visible damage was found. The systems check verified the pump was functioning as intended, however, the customer reported using cold insulin and not loading the cartridge following the proper steps. Despite this, occlusions continued and a replacement pump was sent to the customer.